Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline strain relief was damaged. The driveline was serviced. No patient complications have been reported as a result of this event.

Event description:
It was further reported the repair tape that was used to create/repair the strain relief was removed, and loctite was used to secure the connector nut. Afterwards the same technique as in previous strain relief repair was used again to build a strain relief replacement with tape.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. Log file analysis revealed no anomalies within the analyzed period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage in a previously repaired area of the outer sheath and damage to the inner lumen. The on-site inspection and visual evidence also revealed further damage to the strain relief and that the driveline connector nut was loose. Additionally, the visual evidence revealed a foreign material in the driveline connector. As a result, the reported events were confirmed. A driveline connector repair, which included cleaning the connector and the application of repair tape and loctite to secure the driveline connector nut, and a driveline sheath repair were performed to mitigate the reported conditions. In addition, a driveline strain relief repair, which included building a replacement for the strain relief with repair tape, was also performed to mitigate the reported conditions. Based on histori cal review of similar events and the investigation conducted, the most likely root cause of the reported loose driveline connector body event can be attributed to a manufacturing issue, including, but not limited to, the interaction of rtv silicone and epoxy during the connector assembly process which may cause a reduction in bonding strength. A possible root cause of the observed foreign material in the driveline connector can be attributed, but not limited, to the handling of the device. The most likely root cause of the driveline sheath damage and the strain relief damage may be attributed to wear and/or the handling of the device. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath present. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that upon inspection of the driveline, it was observed that the driveline strain relief was missing and that there was a circular break in the outer sheath. The sheath break resulted in a gap with exposed wires. It was also noted that the driveline connector nut was loose. The connector nut was tightened and the strain relief and sheath damage was repaired. It was also reported that the driveline boot cover was slit open to accommodate the repaired strain relief and was secured with a velcro strap after servicing was completed.